Event description:
During a percutaneous coronary intervention (pci), it was noticed that one of the proximal stent struts was flared. Therefore, the physician complete the case with another cypher. Pci was being performed on a de novo lesion in the left anterior descending artery (lad) of 16mm in length in a 3.0mm vessel diameter. The lesion was ostial and angulated. The lesion was pre-dilated with a 2.5x10mm balloon at 10 atmospheres before attempting to deploy the stent. While advancing the stent delivery system (sds), the physician felt resistance and the stent did not cross to the target lesion. A buddy wire was used but the stent did not cross to the target lesion. Therefore, sds was removed by pulling it out of the patient through the guiding catheter. Once removed, the flared stent was noted. There was no injury to the patient. The product did appear normal before the procedure and prepared normally. It will be returned for analysis.

Manufacturer narrative:
Please note that this product is not distributed in the united states. However, it is similar to the us distributed. Additional information received will be submitted within 30 days upon receipt.